Manufacturer narrative:
(B)(4). Concomitant medical products: 00620006422 ¿ shell ¿ 62132364, 00631006436 ¿ liner ¿ 61211789, 00625006530 ¿ bone screw ¿ 62163455, 00801803602 ¿ head ¿ 62195457. Customer has indicated that the product will not be returned to zimmer biomet for investigation as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 00370.

Event description:
It was reported that patient underwent left hip revision approximately 5 years post implantation due to metallosis, trunnionosis, crevice corrosion, elevation of metal ion levels, and pain. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient underwent a left cementless total hip arthroplasty due to severe arthritis in left hip. No intraoperative complications occurred. Patient experienced pain in left groin area, and pre-revision work up identified elevated metal ions. Cobalt level was 3.0 (elevated), and chromium levels were 0.9 (within normal limits). Patient underwent revision of left hip. There was creamy white fluid in the capsule and was negative when tested for bacteria's. There was circular scoring around trunnion and black material was present on the head's taper. The liner had 8 or 10mm black band in the cental portion of the head. Reported event was confirmed by review of x-rays provided. The additional information received does not change the final results of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.